Event description:
A healthcare facility in (B)(6) reported that the humidification chamber was missing from an rt340 adult dual-heated evaqua breathing circuit kit. This was noticed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit kit was not returned to fisher & paykel healthcare (fph) for investigation. Our analysis is according based on the event description and photograph provided by the healthcare facility. Conclusion: we were unable to confirm the missing chamber that was reported by the healthcare facility. A pack card is displayed at the packing station to provide the production line staff with a visual representation and a list of all the components they are required to include in the current model of breathing circuit kit being produced. All components of the breathing circuit kit are packed at the pack bag station where the circuit kit is visually inspected for any missing components. The visually inspected breathing circuit kit is then weighed using a set of scales to check for missing parts. The weighing scale will alert the operator if the weight of the breathing circuit kit is short by more than four grams. Due to the size and weight of the chamber, it is very unlikely that it would pass both the visual inspection and the weight check prior to releasing the subject breathing circuit kit in the production line. Not returned to manufacturer.